Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced st elevation following multiple issues of air in the sheath. The faradrive sheath was selected for use during the pulse field ablation (pfa) procedure to treat atrial fibrillation (a fib). The sheath was prepped accordingly. After insertion and aspiration, a lot of air was observed. The issue continued to occur despite two more replacements of the sheath. After the third attempt, st elevation was observed. The procedure was cancelled and the patient was sent for a computed tomography scan. The device is expected to be returned for analysis.